Event description:
Physician reported a capsular contracture baker grade ii, small nodules palpable and rippling diagnosed by ultrasound and palpation. Physician further reports "long tear at the back/bottom" of the implant. This record relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: wrinkling: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. Red particles were observed on the shell. Three openings on radius and anterior side assessed as surgical damage. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Physician reported a capsular contracture baker grade ii, small nodules palpable and rippling diagnosed by ultrasound and palpation. Physician further reports "long tear at the back/bottom" of the implant. This record relates to the left side. Device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported a capsular contracture baker grade ii, small nodules palpable and rippling diagnosed by ultrasound and palpation. Physician further reports "long tear at the back/bottom" of the implant. This record relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.